Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered a non-recoverable 86 error. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and noted the 86 error. The customer tried rebooting the system with no resolution. The isi tse recommended that the customer perform a system shutdown and cycle the main ac breaker on the vision side cart (vsc) for 30 seconds. The customer was in the process of trying to dock. The isi clinical sales representative (csr) called back from the site to troubleshoot further. The isi csr power cycled the vsc and the breaker for 30 seconds, but the 86 error returned. The customer had converted to laparoscopic surgery. Isi made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated non-recoverable 86 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa analyzed the redundant power tray assembly and replicated the reported failure. The unit was installed onto a test system, and it failed with an error 86 after booting up. The complaint regarding the repeated non-recoverable 86 error was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
On 18-apr-2023, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate and obtained the following information: the issue was first identified when the circulating nurse tried to drive the robot in to dock. The robot had a non-recoverable fault soon after it was started in the morning. There was no injury or harm to the patient. The robot was never docked to the patient.

Event description:
Refer to h10/h11 for follow-up information.